Event description:
Medtronic received a report that an axium coil was found stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right posterior communicating artery with a max diameter of 5 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the axium coil was found stretched. There was friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. The damage/stretch was located on the implant coil. The physician repositioned the coil two times during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a microcatheter. Additional information received reported the resistance was in the distal section of the catheter. The coil came out of the introducer sheath smoothly. The coil was kinked. There were no issues that resulted in the damage that was found. The catheter was not a medtronic product.

Manufacturer narrative:
H3: product analysis of apb-1.5-3-3d-es, lotno:225860689 found the actuator interface intact. The axium prime coil pushwire was broken but retained by release wire at break indicator and bent at ~127.2cm from proximal end. The coin was not against lumen stop. The shield coil was stretched. The implant coil was found to be already detached and not returned. No other anomalies were observed. The axium prime could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was unable to be confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the axium pusher was found to be. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances or retracts the coil against resistance. There were no reported issues pushing the axium implant coil from within the introducer sheath during preparation per IFU. It is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv) subsequently causing the implant coil to become stuck. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.